Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reau0294 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reau0294) have been reported from the same facility.

Event description:
It was reported by the surgeon at the facility that it was impossible to remove the guide wire from a patient's vein. Another kit has been used with a central venous catheter trocar.